Event description:
We experienced difficulty with removing the foley catheter. We were unable to deflate the balloon using the 10 ml syringe or a guide wire. We were finally able to remove the foley catheter using a needle to deflate the balloon.